Event description:
The technician alleged the right side intermediate side rail would not lock. No pt impact.

Manufacturer narrative:
The technician found the locking mechanism was gummed up. The technician cleaned and lubricated the mechanism to resolve the issue.